Manufacturer narrative:
After battery installation, the unit displayed a critical pump error (open book image) due to corrosion and mold inside the j6 internal battery connector. Unable to perform the displacement, rewind, prime/seating, basic occlusion, force sensor, and occlusion tests due to the critical pump error.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the customer was on a campaign trip when the insulin pump received an insulin pump error alarm, the clock was not visible on the screen and there was crack on the battery compartment. The customer was not able to clear the alarm. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.